Event description:
Customer called in and stated that the head deck bolts from their bed broke.

Manufacturer narrative:
The bed frame had the head section bolt break and the head section separated from the mid-section of the bed frame. The customer had a replacement bolt on hand so they fixed the bed frame and put it back into service. During the review of complaints there were similar occurrences that the firm found and have filed mdrs for these complaints as well. The firm is monitoring for any future complaints.